Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill the cartridge with insulin. Reportedly, insulin was exiting the needle. After the needle was inserted into the septum of the cartridge, insulin leaked from the septum and was not entering the cartridge. A new cartridge was successfully loaded to address the event. There was no impact to blood glucose.